Event description:
Duplicate of (B)(4); manufacturer report number 3008452825-2019-00508. On (B)(6) 2019, an unknown sized trifecta gt valve was implanted. However, thrombosis of the outflow tract and the ascending aorta after a bentall with trifecta procedure. The patient is reported to be deceased. Additional information requested.

Manufacturer narrative:
Duplicate of (B)(4); manufacturer report number 3008452825-2019-00508.

Event description:
On (B)(6) 2019, an unknown sized trifecta gt valve was implanted. However, thrombosis of the outflow tract and the ascending aorta after a bentall with trifecta procedure. The patient is reported to be deceased. Additional information requested.

Manufacturer narrative:
An event of thrombosis of the outflow tract and ascending aorta, followed by patient death, was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an unknown sized trifecta gt valve was implanted. However, thrombosis of the outflow tract and the ascending aorta after a bentall with trifecta procedure. The patient is reported to be deceased. Additional information requested.